Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited noise and high pacing impedance measurement greater than 2000 ohms. The patient was checked approximately one month after implant and lead measurements were normal and no noise was present. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.